Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 47 mg/dl. Juice and candy were consumed to address the low bg. The customer did not know the cause of the low bg. The pump being used had since been replaced and the customer reported that the bg level has been "great" and no further issues have occurred.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no bolus requests or basal rate delivery from (B)(6) 2017. There are no requests or deliveries that would cause bg levels to drop. Unable to confirm complaint. There is no evidence of device malfunction.